Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sprinter. Guide wire: balance middleweight. Guide cath: ebu. Stent: xience v 2.25x12mm. The xience v 2.25x12mm is being filed under a separate medwatch MFR number. In this case, there was no reported product deficiency. The reported patient effect of dissection is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states, implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the heavily calcified and tortuous left circumflex artery, a distal edge dissection occurred during deployment of the 3.0x15 xience v stent. A 2.25x12 xience v stent system was advanced for treatment of the dissection; however, resistance was felt, slight force was applied, and the stent dislodged from the delivery catheter. A 2.25x15 xience v stent was deployed to appose the dislodged stent to the vessel wall as well as treat the dissection. The procedure was prolonged an additional hour. There was no adverse patient sequela. Though requested, additional information was not provided.